Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The device history record review was not completed as the lot number was not provided. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. As the device was not returned, a product non-conformance or device failure associated to manufacturing or design could not be confirmed. As part of the manufacturing process 100% of the units undergo a leak and flow test as well as a visual inspection. The instructions for use also contains directions on how to properly set up the catheter.

Event description:
It was reported that during use of the swan-ganz catheter the cvp line started to leak and when inspected the blue catheter to the port was completely broken. The catheter was removed with the cordis introducer staying in place. Vital signs were stable and there were no complications when taking out the catheter. Patient denied pain and no interventions were required. There was no patient injury. The device is not available for return.

Manufacturer narrative:
Additional FDA product codes include: dqo- catheter, intravascular, diagnostic, dqe- catheter, oximeter, fiberoptic, kra- catheter, continuous flush, dqk- computer, diagnostic, programmable, drs- transducer, blood-pressure, extravascular, dsb- plethysmograph, impedance, dxn- system, measurement, blood-pressure, non-invasive, qaq- adjunctive predictive cardiovascular indicator, the device will not be returned for evaluation. However, a supplemental report will be forthcoming when the engineering evaluation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.